Event description:
A review of the recipient¿s test data indicated impedance issues. Programming adjustments were made, however, the issue did not resolve. A CT scan confirmed device migration. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a slice in the electrode. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.